Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that during use of the bd syringe control 10ml ll the finger holders of the device were broken. This occurred 3 times during use. The following information was provided y the initial reporter: "as per account, we have noticed with our supply of control syringes received from the last order that the finger holders are breaking right off. We had 3 yesterday alone."

Manufacturer narrative:
The following information has been updated due to additional information: d.4 medical device lot #: 2019499. D.4 medical device expiration date: 2026-12-31. H.4 device creation date: 2022-01-19. H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported by the customer that during use of the bd syringe control 10ml ll the finger holders of the device were broken. This occurred 3 times during use. The following information was provided y the initial reporter: "as per account, we have noticed with our supply of control syringes received from the last order that the finger holders are breaking right off. We had 3 yesterday alone."